Manufacturer narrative:
The pipeline flex w/ shield braid and phenom-27 micro catheter were returned for analysis. No flash or voids molded were found within the phenom-27 micro catheter hub. No damages or anomalies were found with the hub. Blood and the pipeline flex w/ shield braid was found within the hub. No damages or irregularities were found catheter body, with the distal tip or marker band. The micro catheter was flushed, and water did not exit the distal tip. The phenom-27 catheter was cut to remove the braid. A large amount of blood was found within the micro catheter. The proximal braid end was found tapered and damaged. The distal braid end was found frayed and damaged. The phenom-27 micro catheter total length was measured to be ~158.7cm and the usable length was measured to be ~152.1cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). The inner diameter was measured to be 0 .027¿, at both ends which is within specification and compatible for use with the pipeline flex w/ shield. A mandrel resistance testing could not be performed as the catheter was cut during the extraction of the braid. Based on the analysis findings, the customer report of ¿catheter kink/damage¿ was not confirmed as no damages were found with the catheter. The ¿catheter resistance¿ and ¿resistance/stuck during delivery¿ could not be confirmed as resistance testing could not be performed. The braid was already separated from the pusher and could not be removed from the catheter without cutting the catheter. The customer report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. Possible causes are resheathing more than 2 times, high delivery force, over-manipulation, delivering/retracting delivery wire against resistance or deploying/resheathing braid against resistance. Customer reported vessel tortuosity as moderate, continuous flush was administered and devices were prepared per IFU. There is no indication that the event is related to a potential manufacturing issue. As the pipeline flex w/ shield pusher was not returned for analysis, any contribution of the pusher towards the resistance and damage could not be determined. The pipeline flex w/ shield pusher was returned separately for analysis. The hypotube was found stretched with the ptfe shrink tubing found intact. No damages were found with the proximal bumper, pad restraints and resheathing pad. The distal wire was found broken between the resheathing pad and dps sleeves. The distal segment was not returned for analysis. The broken wire end was sent out for sem testing. The hypotube was found stretched and the distal wire was found broken, indicative that the device was advanced/retracted against resistance. Sem results of broken distal wire: ¿the wire failed via tortional overload.¿ this issue is similar to a previous investigation. Possible causes for resistance are damaged catheter, damages to the pushwire, damages to the braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/ torques wire while advancing ped in micro catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline shield got stuck at phenom 027. The patient was undergoing surgery for treatment flow diversion of a saccular, ruptured aneurysm at cavernioius with a max diameter of 20mm and a 10mm neck diameter. The landing zone was 3.2mm on the distal end and 4mm on the proximal end. The access vessel was the femoral artery and the interior communicating artery was 4mm diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the pipeline was stuck (locked up/resistance) in the catheter during deployment at the distal neck of the aneurysm. They were not getting proper stable platform, due to the pipeline getting stretched inside the phenom. The physician released the load in the system in an attempt to resolve the issue, but it did not resolve. The catheter was kinked in the distal section due to anatomy. The pushwire was not damaged. The catheter was flushed continuously with heparinized saline. Everything went well, no complication, achieved desired outcome, good wall apposition. The pipeline was not used for an indication that is not approved. The pipeline and any accessory devices prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. Dapt (dual antiplatelet treatment) was administered, pru level was "as per protocol." Angiographic result post procedure showed good flow diversion and eclipse sign. Ancillary devices include a neuron max sheath, navien 6f guide catheter, phenom 27 and echelon microcatheter, chikay guidewire, and axium qc-3 coils.